Manufacturer narrative:
After further evaluation, the suspect medical device was changed from the alinity I total b-hcg reagent kit, 07p51-74, longford, irl to the alinity I am processing module, 03r65-01, irving, tx. MDR number 3016438761-2025-00102 has been submitted and all further information will be documented under that MDR number.

Event description:
The customer reported a false positive alinity I total b-hcg result on a patient. Results provided: initial = 1238.55 iu/l, repeat = <1.20 iu/l (reference range: <5 iu/l). No impact to patient management was reported.

Event description:
The customer reported a false positive alinity I total b-hcg result on a patient. Results provided: initial = 1238.55 iu/l, repeat = <1.20 iu/l (reference range: <5 iu/l). No impact to patient management was reported.

Manufacturer narrative:
An evaluation is in process. A follow up report will be submitted when the evaluation is complete. All available patient information was included. Additional patient details are not available. This report is being filed on an international product, list number 7p51-74 that has a similar product distributed in the us, list number 7p51-21, with 510k/PMA/bla number k170317.